Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (wont power up and response buttons non-functional) was confirmed. Upon investigation, the response buttons were intermittent and not able to activate the monitor. The cause for the failure was defective response buttons. The root cause of the defective response buttons cannot be positively identified.¿¿ no adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a (B)(6) patient's response buttons were non-functional.